Event description:
It was reported that interrogation revealed the right ventricular (rv) lead dislodged. An attempt to reposition the rv lead was made but during the procedure an insulation break was noted. The physician explanted and replaced the rv lead. The patient was stable.